Manufacturer narrative:
Investigation: visual inspection revealed that the jaws had no non conformities and some signs of usage. There was some evidence of blood. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. Based upon this observation, the reported complaint for "kept shutting off" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 was intermittently working. The safety feature turned on, shutting off the device. The harvester waited full amount of time, but it would not cauterize, it kept shutting off. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.